Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited loss of capture. Hence, the rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited loss of capture. Hence, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix mechanism testing was not performed due to dried blood or body fluid in the tip area which would inhibit helix function. Furthermore, the lead tip and helix appeared intact. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.